Event description:
E manufacturer's international service technician reported a machine and proximal pressure sensor failure reference in the device diagnostic history report. There was no patient involvement.